Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an epicardial lead there was undefined impedance. It was also noted when pacing cables were connected to the distal connector point there was no capture, however, there was capture when they were connected to the proximal end. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.